Manufacturer narrative:
H10: the lot number is known for three of the four malfunctions. The devices for these malfunctions have not been returned to the manufacturer for evaluation, however medical records were provided for two of the malfunctions. One investigation is confirmed for perforation of the ivc and retrieval difficulties; however, the investigation is inconclusive for filter tilt. One investigation is confirmed for perforation, retrieval difficulties, and filter tilt. Two investigations are inconclusive for perforation, retrieval difficulties, and filter tilt as no objective evidence has been provided to confirm any deficiency with the devices. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced difficulty during removal, malposition of device and patient device interaction problem. This information was received from various sources. All of the malfunctions involved patients without consequence. Two patients were reported as 30 and 41-year-old females without weight provided. The age, weight and sex of the other two patients were not provided.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced difficulty during removal, malposition of device and patient device interaction problem. This information was received from various sources. All of the malfunctions involved patients without consequence. Three female patients were reported to be ranging between 30 to 46 year old with unknown weight and the age, weight and sex of the other patient was not provided.

Manufacturer narrative:
H10: the lot number is known for three of the four malfunctions, therefore, lot history reviews were performed. The devices for these malfunctions have not been returned to the manufacturer for evaluation, however medical records were provided for three of the malfunctions. One malfunction is confirmed for tilt, retrieval difficulties, and perforation. Another malfunction is confirmed for perforation and retrieval difficulties, however tilt is inconclusive. The last malfunction that provided medical records is confirmed for tilt, perforation, material deformation, detachment, and retrieval difficulties. The remaining malfunction remains inconclusive for the issue since no medical record was provided. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The devices for these malfunctions have not been returned to the manufacturer for evaluation. One investigation is confirmed for perforation of the ivc and retrieval difficulties. However, the investigation is inconclusive for filter tilt. The other investigations are currently underway. The device is labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced difficulty during removal, malposition of device and patient device interaction problem. This information was received from various sources. All of the malfunctions involved patients without consequence. Two patients were reported as (B)(6) and (B)(6) year old females without weight provided. The age, weight and sex of the other two patients were not provided.